Manufacturer narrative:
Method: visual inspection.results:it was also reported that the patient had not fused. In the event that delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture.conclusion:the probable root cause is multifactorial in nature.

Event description:
It was reported that during explanation of cervical and thoracic oasys screws, there was disassociation of blocker to rod on right side c2-t1 left side of t1. Additionally while extracting t1 the tulip head disassociated from screw.

Event description:
It was reported that during explanation of cervical and thoracic oasys screws, there was disassociation of blocker to rod on right side c2-t1 left side of t1. Additionally while extracting t1 the tulip head disassociated from screw.